Manufacturer narrative:
Results: the 3maxc was kinked approximately 130.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a kink in the catheter shaft. If the 3maxc was forcefully advanced against resistance, damage such as a kink may occur. If the kinked 3maxc is advanced into the patient anatomy. The bends in the anatomy may completely close the catheter lumen where the kink is located. This damage may have contributed to the resistance experienced while advancing the psr3d through the 3maxc during the procedure. During the functional test, a demonstration psr3d and the returned psr3d were advanced through the returned kinked 3maxc without an issue. Evaluation of the returned psr3d revealed a functional device. The returned psr3d was advanced through the returned 3maxc without an issue. Further evaluation revealed a bend along the delivery wire. This bend was likely incidental to reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra stents are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system 3d revascularization device (psr3d). During the procedure, while advancing the psr3d through the 3maxc in the target vessel, the physician experienced resistance as the psr3d was halfway in the 3maxc; therefore, they were removed. The procedure was completed using the same psr3d and a non-penumbra catheter. There was no report of an adverse effect to the patient.